Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0am0l, implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were in a car wreck on (B)(6) 2016. The wreck "jarred it" and all but one lead came disconnected. The patient went to several different doctors and they could not get the lead to work. They contacted the manufacturing representative and they were able to get one of the four leads to work, but it was turned up so high that it started to hurt. It hurt so bad in the butt and tailbone, so as a result they decided to replace it. The implantable neurostimulator (ins) is indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.